Event description:
Provider states he gets a controller not found error and when the cable is moved the error code goes away. In speaking with the reporter it was learned he was only able to recreate the error code once. The reporter also reported the back light wasn't working either. There was no injury or ill effect. Please note any further updated information or sample analysis will be reported in a supplemental report.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 3gtq3-cg, serial number/date (B)(4) is approximately 4 months old. The owner's manual part number 1143151, rev, I(may-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.